Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the used device reload completely stopped and would not continue to fire. It was able to retract. It was taken off and then a new device was opened to complete the case. Reinforcement material was used. No other information was provided.